Manufacturer narrative:
There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead dislodged two days following the implant procedure. The lead was repositioned and remains in service. No additional adverse patient effects have been reported.